Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was yesterday the patient's (pt) controller stopped working; after they got done recharging the implantable neurostimulator (ins) they unplugged the recharger and got a message that said it could not continue for there was problem with the programming. Today the pt looked at their controller and it was blank and it was trying to recharge for it had a green flashing light above the screen. During call pt reset the controller and agent walked pt through pairing the controller. Pt then attempted to recharge the ins they got recharging excellent. The controller battery was at 90% and the ins was at 60%. The troubleshooting steps that were taken on the call resolved the issue. 2025-oct-10 rtg0883453 (con): additional information was received from a patient (pt). It was reported that they received their replacement controller and was able to recharge their stimulator, but the programming is all different. Agent reviewed programming should not have changed within pairing process. The patient was redirected to healthcare provider to further address any programming concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that they just needed a new charger as there was a malfunction. No steps were taken to resolve the programming being different once the new controller was paired. This issue has been resolved.